Event description:
It was reported that the patient called stating her pico 7 all lights are illuminated. It was instructed to the patient to contact provider or her home health agency to get further instructions on what to do with the device until it can be changed. Explained that this needs to be addressed tonight to prevent infection. Patient stated understanding and stated they would call their provider. No further information is available.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, the probable root causes may includes sudden pressure drop, or a defective component. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew wil.l continue to monitor for any adverse trends relating to this product range. G1.